Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with the implantable cardioverter defibrillator in backup vvi. On (B)(6) 2018 the device was reprogrammed and the patient was stable.

Event description:
New information received on apr 3, 2019, indicates that the cause of the reset was due to a communication or transmission issue.